Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing and had a high sensing integrity counter (sic) count. The right ventricular (rv) lead was capped and not replaced as the patient was downgraded to a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.